Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the precise bipolar instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure which was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained additional information about the complaint. The instrument was inspected prior to use. There were no cleaning/sterilization processes that recently changed. The precise bipolar instrument was used during the bladder neck dissection. The monopolar curved scissors (mcs) and prograsp forceps instruments were in use when the event occurred. The precise bipolar instrument was replaced by a needle driver but it was removed and reinstalled correctly according to the surgeon. The precise bipolar instrument's wrist was straightened upon removal. The assistant forceps retrieved the fragment safely. There were no intra-operative complications that occurred. The procedure was completed with a backup precise bipolar instrument. Additionally, there was no post-operative complications that occurred and the patients current status had a good clinical evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken grip at the grip tip. A piece approximately 0.097" x 0.133" was found to be broken off. The broken piece was returned. This failure is typically associated with mishandling/misuse. Additionally, the instrument was found to have a severely twisted grip, causing side to side movement of the grips.